Event description:
It was reported that the pump had run out and a transition was needed, significant shortness of breath and severe fatigue were experienced. There was patient involvement and patient harm reported.

Manufacturer narrative:
B3 - date of event unknown. E1 - initial reporter phone number unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H6: correction.